Event description:
Moss peg kit was being utilized in or for insertion of gastrostomy tube. Steel breakaway dilator tore moss tube, moss anchor gun malfunctioned and did not fire. Tube removed, 2nd kit opened and tube inserted into the pt. This procedure prolonged anesthesia time for the pt.